Manufacturer narrative:
Concomitant medical products: product ID 8770-4, lot# 13016472, product type: catheter. (B)(4).

Manufacturer narrative:
Review of this MDR identified the device used in this event is not considered a similar device to devices marketed and is not marketed/commercially distributed in the united states. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Event description:
It was reported that a magnetic resonance imaging (MRI) scan on (B)(6) 2015 showed the migration of the catheter tip. Although the onset date of device deficiency was also reported as (B)(6) 2015. It had moved backwards into the ventricular wall. Action as a result of this included a new computerized tomography (CT) scan and x-ray, the pump was changed to minimal rate, and the neurosurgeon was informed. No adverse event was associated with this reported device deficiency. The patient was to undergo a catheter revision surgical procedure in the near future. This surgery was scheduled for (B)(6) 2015. The surgeon was to try to correct the existing catheter tip placement. Additional information was requested including the resolution and current patient status. Should additional information be received a supplemental report will be filed.